Event description:
Caller indicated the needles are pulling out with the protective cap of assure lance low flow lancets. Caregiver went to uncap the assure lance and the needle came out of the housing with the plastic cap attached causing a needlestick on the palm. Needle was clean and there was no treatment and no hospitalization.

Manufacturer narrative:
Lancets involved in the incident were returned and evaluated by the manufacturer, htl, and there was a defect found causing the needle to come out of the lancet with the safety cap. The cause of the fault is a reversed needle molded in the needle carrier. Based on risk calculations by htl the occurrence of this happening is less then 1 in 100,000 pcs, which is a very low probability.